Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lvyk, ubd: 14-nov-2021, UDI#: (B)(4), product type lead. Product ID: 3889-28, lot#: va1fygp, product type: lead, ubd: 03-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that the doctor removed the patient¿s implant in (B)(6) 2019, but she was not able to remove the 2 leads from previous implants. The doctor had removed the implant since the patient was not getting therapeutic benefit. It was noted that the patient has pain from l1-l5, thus she was hoping to be able to have an MRI. No further complications were anticipated/reported.